Event description:
Additional information reported indicated that the patient was charging more than expected. Impedances were checked and came back normal. Recharge intervals and statistics were checked, but it was noted that the patient had two rechargers and only one was available for interrogation. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a shocking sensation at the lead/extension (2 leads) site. Impedance measurements of the implantable neurostimulator system (ins) at the last patient's visits were within normal limits. Follow up information received indicated that the patient was seen by the manufacturer's representative where, again, the impedances were found to be 'fine'. It was noted that the patient did received coverage for his pain via the lead that was implanted in the dorsal column (patient had 3 leads implanted). The other 2 leads in the patient's abdomen were not functioning for him and gave him sharp pain where the ins was on or off. The physician determined that the leads were sitting on a nerve and recommended that the patient have a revision performed not yet scheduled). The ins was programmed for the 2 abdominal leads at 0 volts and the patient was told not to use leads. However, the patient will continue to use the lead in the dorsal column as it continued to provide the patient with sufficient coverage and comfort for the pain in his lower back and legs. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled for a lead revision due to lead migration. The lead was on a nerve that caused the patient discomfort. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead (dorsal) model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted; na lead (abdomen) model 3888-33, lot #v855431, implanted: (B)(6) 2011, explanted; na lead (abdomen) model 3888-33, lot #v855431, implanted: (B)(6) 2011, explanted; na extension model 3708220, serial # (B)(4), implanted: (B)(6) 2011, explanted; na recharger model 37752, serial #( B)(4), programmer model 37743, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the patient was getting better coverage with their dorsal lead than with their peripheral nerve leads. Patient was doing "well". There were no problems reported about the recharger at the time of the appointment. No further information was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a loss of therapeutic effect. No trauma/events were reported. It was also reported the patient had no stimulation sensation and stimulation was in the wrong location. When they programmed to the 1x8 dorsal/epidural lead, they got stimulation in legs, but couldn't capture stimulation in lower back which was what patient needed. The patient also felt a pulling sensation in rib/stomach area. Additional information clarified it was the peripheral leads placed in the abdomen which had migrated. X-rays had not been taken. The revision to move the pns leads had been cancelled and rescheduled for a few days after (B)(6) 2012. The patient received some coverage with the dorsal leads. The patient was doing well.